Event description:
Caller reported a false negative urine hcg result vs serum quantitative test. Pt came in to doctor's office for a regular visit and stated that she was pregnant. Urine was tested and got a negative (-) result. The doctor asked the pt to come in again for another visit and urine was tested and got a weak positive (+) result - a weak line appeared. Serum was tested and result of the quantitative test was at 79,000 miu/ml. The quantitative test was repeated and got 75,000 miu/ml.

Manufacturer narrative:
Investigation pending.